Event description:
Attempted to flush patient's red lumen of right internal jugular hohn catheter and the line perforated. The clamp was moved closer to the patient and the lumen was de-accessed and replaced in interventional radiology.